Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -12.5/2/84 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was removed and exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.

Manufacturer narrative:
Device evaluation: lens was returned dry, in a micro-centrifuge vial. There was clear surgical residue on product. Visual inspection found the optic torn and presence of residue on the lens surface. (B)(4)

Manufacturer narrative:
Device evaluation: lens was returned dry, in a micro-centrifuge vial. There was clear surgical residue on product. Visual inspection found the optic torn, haptic bent and presence of residue on the lens surface. (B)(4).

Manufacturer narrative:
Date of event is corrected to (b)6) 2018 in the initial MDR.(B)(4)